Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a faulty latch lock sensor was found. The latch lock sensor was replaced to fix the issue.

Event description:
The device was returned due to the cassette sensor and latch sensor not working and unable to detect that a cassette was attached or that the latch was open or closed. The results of the investigation found that the latch lock sensor was faulty. There was unknown patient involvement and no reported patient harm/adverse event reported.